Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm when she was changing the set. Customer's blood glucose was 156 mg/dl at the time of the incident. Customer stated that they are unable to exit the preparing to prime loop. Customer reported that the rewind message occurred after an alarm/alert. Customer stated that the drive support cap is flush. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.